Event description:
The pt's meter was prompting an apply sample message. It is not known how long the pt did not test on her meter, however, the reporter stated that the pt had not tested for quite some time. The pt was in the hosp at the time of the call due to diabetic ketoacidosis. No info as to what occurred prior to the hospitalization was reported. However, the pt was not taking her medications as prescribed. The reporter did not have test strips to troubleshoot over the phone with the lfs customer svc rep. He stated that the pt did apply an adequate sample to the test strips and that she retested and was still unable to test. Based on the info supplied by the pt, there is an indication that the product malfunctioned. There is no evidence that the meter issue contributed to a serious injury. No blood glucose results were reported and it is not known as to how long the pt was not testing or taking her medications. Medical affairs attempted unsuccessfully to reach the pt for more clinical info. A letter is being sent as a second attempt to reach the pt. A replacement meter has been sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it.